Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was not a maquet product. The pressure tubing was also returned. A sensor output test was performed and the sensor was found to be within specification. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that immediately after inserting the intra-aortic balloon (iab), the console generated a fiber optic sensor failure alarm. It was noted that there was nothing abnormal about the insertion, however, another manufacturer's sheath was used. Prior to the call, they had already transduced the fluid lumen successfully. There was no patient harm or adverse event reported.

Manufacturer narrative:
Occupation: assistant nurse manager. Additional initial reporter: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).